Event description:
It was reported that a pump malfunction occurred, displaying a malfunction code which could be reset. The customer¿s blood glucose (bg) level was 339 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to report if the issue appears again. No further clinical intervention was needed as the glucose levels returned to normal.